Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels. The customer used a temp rate of 70 percent to maintain the bg around the target level. The customer stated that the cause of the low bg was due to the high basal rate setting. The customer declined tandem technical support's offer to troubleshoot for the low bg level.